Event description:
Surgeon reported a possible problem with the t2 recon kit. The oblique proximal locking screw in antegrade mode had missed, and he felt that on a case that he did in recon mode the 2 lag screws converged.

Manufacturer narrative:
Additional information has been requested and if received, will be provided on a supplemental report.